Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined the device code is also related to this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported feeling a "zap" after putting her leg over her head during yoga 3 weeks prior to the report. Over the next three weeks the patient had a loss of effect. The patient did not feel stimulation, had symptom return, and "might have had an infection." Not all programs were used. The patient increased stimulation, but still did not feel any stimulation despite confirmation of therapy on at 3.3 on program 4. The manufacturing representative met with the patient on (B)(6) 2015 and ran impedance tests where all measures were >40,000 ohms with about 20 months left on the battery. The patient was reprogrammed around the issues where the patient was feeling stimulation. When the representative interrogated the device it seemed loose in the pocket and very close to the skin. It was noted that the patient had lost 38lbs. There was no visible infection at this time and the patient did not report any infection to the manufacturing representative. The patient and health care provided decided to replace the lead and, due to the age of the battery, they will replace the battery as well. Revision was scheduled for (B)(6) 2015. It was also noted that the manufacturing re presentative "wasn't able to get the device programmed." No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Omitted related information: (B)(6) - device not working.